Manufacturer narrative:
The data acquisition (da) pcba was returned for failure investigation and tested, and no failures were identified.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was determined the da-pcba was failing. The fse replaced the data acquisition (da) pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Event description:
The customer called into technical support (ts) reporting that the device is giving ¿proximal pressure sensor auto zero failed¿ error code 110b. The customer reported there was no patient involvement at the time the issue was discovered.